Event description:
The user stated she was having precision issues which she noticed while running a survey on different modules. The survey was urine samples for phosphorus. The sample was run on two other analyzers with results of 1.8 and 2.0 mg per dl; both results were accompanied by data flags. The sample was then run on this p module with a result of 8.2 mg per dl. This result was considered to be an outlier. The samples were repeated giving results in the 1.8-2.0 mg per dl range with a data flag. The user states they have found no pt results that were affected by the issue. The user stated she removed the rinse mechanism and found there was a crusty buildup on the backside and cleaned it throughly. The user then ran a precision on the assay and stated the results looked "beautiful".